Event description:
It was reported that the custoemr had a cracked display window. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked belt clip slot and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot(p) noted. (B)(4).